Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation, a patient had left knee replacement on (B)(6) 2021. They underwent left knee revision on (B)(6) 2022, approximately 1 year 4 months after their initial replacement. The reason for revision has not been provided. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 6866314 200-07-29 - advanced patella 29m 3 peg implant. 6869504 02-022-55-2525 - truliant por tib tray size 2.5f/2.5t. 6958320 02-020-12-0325 - truliant ps por fem ps por right sz 2.5.